Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy evo alarm silence button did not work. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated during an operational check. Review of the alarm/event log confirmed that the device did not become silent despite the mute button being pressed repeatedly. The option of limited and full screen access did not operate as intended. The issue was resolved after touching the clock display. The device software version was upgraded from 1.06.05.00 to 1.06.06.00 to address the issue. This issue does not affect ventilation, other functions or safety.

Event description:
The manufacturer received information alleging a trilogy evo alarm silence button did not work. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.